Event description:
It was reported that prior to a lead replacement operation, the implantable pulse generator (ipg) mode was adjusted to doo. However, when the physician used the electrocauter, it was found that the device was not pacing in doo mode. The physician thought the device had a sensing problem. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.